Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a surgical lead on (B)(6) 2010. During an ipg replacement procedure for expected-end-of life, it was reported that several of her lead contacts exhibited invalid impedence measurements. Reprogramming was performed to provide adequate therapy coverage to the pt. The physician will replace the lead at a later date.